Event description:
It was reported that patient underwent primary hip procedure on (B)(6) 2007. Patient underwent revision surgery on (B)(6) 2012 due to pain and osteolysis. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 3 mdrs relating to the same reported event. Please also see mdrs 3002806535-2012-00034 and 3002806535-2012-00035. (B)(4).